Event description:
It was reported that 7 hours after insertion of the iab blood was noticed in the helium tubing. It was noticed that the central lumen had fractured. The iab was removed and replaced without any complications.